Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400 mg/dl. Customer's other blood glucose value was 189 mg/dl and 62 mg/dl and 80 mg/dl and 135 mg/dl. Customer did receive a change sensor alert and sensor updating alert. The device will not be returned for analysis.